Manufacturer narrative:
The device in question was returned for technical analysis. Upon arrival the clip was still on the cap and was slightly advanced on one side. During technical analysis the clip could be deployed without any problems. All components were inspected and no deviation from product specification could be found. The user misinterpreted the slight forward movement of the application ring as clip deployment. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2023.

Event description:
It was reported that the colonic ftrd was used to treat a lesion in the sigmoid colon. After turning the hand wheel, the white application ring slightly advanced on one side. The user mistakenly assumed clip application and performed the tissue resection. The resulting perforation was closed with a clip within the same procedure. The patient stayed in hospital overnight and recovered well.